Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her verio iq meter was displaying a message of error 4. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue started on (B)(6) 2017. She stated that she manages her diabetes with medication including metformin and ¿gilterric¿, and denies making any changes to her usual diabetes management regimen in response to the alleged meter issue. The patient reported that an hour after the meter issue started she developed the symptom of ¿dizzy¿. The patient reported that no treatment was required for the alleged symptom. At the time of troubleshooting, the csr noted that it was not the first time the product was being used, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient was using the correct testing process, the correct test strips were being used. The csr walked the patient through a retest and the alleged meter issue was not resolved. Products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.